Manufacturer narrative:
The actual device is on quarentine at the customer&#39;s site. Although, it is expected to be returned for a thorough investigation, it has not yet been received.(B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the ht70 plus ventilator generated a "check circuit" and "low pressure" error code alarms. The (B)(6) male patient was disconnected from the ht70 plus ventilator for approximately 28 minutes, and was transferred to another ventilator. As a result, the patient developed an anoxic brain injury. One day later, he went into cardiac arrest, and expired. Per customer representative, it was reported that when the biomedical technician checked the logs, it was noticed that the time and date stamp had reset due to low volt, and reportedly, the coin cell battery was depleted. An o2 mixer was attached to the unit during operation. Additionally, the customer representative informed that he believes the ventilator alarmed properly. The facility has not provided the serial number or any other information, and the ventilator was in quarantine. It was requested for the o2 mixer to be returned for an investigation. There was no alleged malfunction on the unit. However, the unit is expected to be returned for a thorough investigation.